Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter containing the dome was detached. The indwelling period was 7 days.